Manufacturer narrative:
MFR received date: 22 nov 2019. Resolution information was received. Multiple attempts have been made to obtain additional details on this case, but to date no additional details regarding this case or the patient* involved were confirmed. The manufacturer's field service engineer (fse) performed troubleshooting. The fse confirmed that the staff were having difficulties. The fse inspected the device and confirmed that it was functional. The unit had no error codes shown. The calibration of the screen was within the manufacturer's specifications. No parts were replaced. The fse reported that the unit was fully operational. The device was in patient use at the time the reported issue was discovered. The relationship of the device to the reported problem could not be confirmed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019.

Event description:
Customer contacted technical support (ts) stating that unit has touchscreen failure. Staff had difficulty with the keys on the keyboard. No error codes given and calibration is okay. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.